Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports they believe there was a design change to the lid and that the lid is not closing properly. The customer reports that the needle is not falling into the container properly resulting in dirty needle stick. Customer reports that the hosp protocol was followed for this employee. The employee was sent to the ER and both the pt and employee were tested and the results were negative in both.